Event description:
It was reported that during a shoulder procedure using an ambient super turbovac 90 ifs wand, some plastic from the wand broke off and fell into the surgical site. This event required the site to be flushed to ensure there as no debris remaining in the pt. The procedure was then completed using a backup wand. There were no significant delays or pt complications reported as a result of this event.